Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Other relevant device(s) are: product ID: 9735346r, serial/lot #: unknown. A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside a procedure. It was reported that while setting up for a case, a manufacturing representative (rep) was receiving localizer not connected in the software. The rep checked connections but it did not resolve the issue. The navigation device was switched out for the upcoming case. Afterwards the rep rebooted the system and it was functioning normally. The rep checked the ndi toolbox and there were no internal strobe errors on the polaris spectra system control unit (scu) and no battery failures or illuminator current failures on the camera. There was no patient involvement.